Event description:
It was reported that patient had methicillin-resistant staphylococcus aureus (mrsa) infection. It was noted also that patients' device was not working as intended. The patient underwent an explant procedure where in the implantable pulse generator (ipg) was removed. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.